Manufacturer narrative:
Two 8fr groshong catheter fragments were returned for evaluation. The remaining components of the port system were not returned. A visual and tactile evolution was performed. No depth markers were observed in any of the two fragments. The separation surfaces on the smaller catheter fragment were observed to be smooth with visible striations. One separation surface on the larger catheter fragment was observed to be smooth with visible striations. The other separation surface was observed to be smooth. The noted striated surfaces are typical of a sharpened edge likely left behind by a scissor-type instrument. Tactile evaluation noted significant tensile weakness to the catheter fragments. While the return catheter tubing was returned in two fragments, the returned sample condition and available evidence cannot confirm a catheter split. Therefore, the investigation will remain inconclusive. Per the evaluation results, significant tensile weakness was noted to the catheter fragments. It is possible that procedural issues contributed to the reported event. However, a definitive root cause could not be determined based upon available information. It is unknown if patient issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 8808560 port and catheter allegedly experienced a fluid leak. This report was received from one source. The device was used inside the patient, with no reported patient injury. The patient's age, weight, and gender were not provided.